Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting and no parts were replaced. However, the water trap was replaced by the customer before technician's inspection. The received device's logs has been evaluated. The successful system checkout was performed before case started. The mode has been changed to prvc and device generated alarms for leakage a few seconds later. More clinical alarms are visible in the logs related to leakage situation, e.g.: expiratory minute volume: low, etco2: low, alarm: apnea > 120 s. Moreover, alarms for continuous high pressure and technical error indicating exceeded adjustable pressure limit (apl) pressure have been confirmed. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the leak.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the anesthesia workstation had a leakage. Evaluation of logs revealed that it generated a technical error code indicating adjustable pressure limit exceeded and an alarm indicating high continuous pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).